Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The product under investigation is not a serviceable device. There was no product returned for testing. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an explanted an intraocular lens due to poor vision in the left eye of a patient and had a mispositioned in the intraocular lens resulting the inaccurate and power discrepancy in the lens after cataract surgery. Patient symptoms were resolved.